Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from wearing the ucor hfams patch. The patient reported that when she prepped her skin for the patch application, the alcohol prep burned her skin in the area of the irritation and caused pain. The patient followed up with her physician and was advised to return the device. There was no alleged device malfunction contributing to the irritation. The patient confirmed that skin irritation has healed.